Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was moderately tortuous and moderately calcified vessel. A 2.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.